Event description:
It was reported, that: during the tibial impaction, the distal tip of the impactor broke into the patient body. The part was removed. No piece remains in the patient body. No delay.

Manufacturer narrative:
(B)(4). Initial report. Report source: (B)(6). Medical device: the client has indicated that the product is in process of being returned to zimmer biomet for an investigation. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected data and additional information. Visual examination of the returned product confirms the fixed foot has fractured. The product was returned incomplete. One screw holding the adjuster screw/drum retainer plate was missing. The instrument exhibits indentations on the top of the main body suggesting excessive use of the toffee mallet during insertion/impaction. There is also evidence of indentations on the back side of the instrument suggesting use of the toffee mallet in the anterior to posterior direction. The instrument has been in the field for approximately 5 years and 10 months. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that: during the tibial impaction, the distal tip of the impactor broke into the patient body. The part was removed. No piece remains in the patient body. No delay.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: adequate photographs have not been provided and product the has not been returned for evaluation. Therefore, the investigation has been limited to the information provided, a review of the device history records, and a complaint history search. Review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. This device is used for treatment. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history identified 37 additional similar complaints for the reported item and 3 complaints for the reported item and lot combination. Medical records or x-rays are not relevant to this reported event. The likely condition of the device when it left zimmer biomet is conforming to specification. The reported event has not been confirmed as relevant photographs have not been provided and product has not been returned for evaluation and the DHR review did not identify any issues. The definitive root cause of this event cannot be determined with the available information; however, as the instrument has been in the field for approximately 5 years, wear and tear may have been a contributing factor. It has been confirmed that the instrument is not within the scope or subject of any field actions or recalls which could be attributed to reported event. Corrective or preventative action not required. The root cause of the reported event cannot be determined with the information provided. H3 other text : item not returned.